Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing report shall be filed on a supplemental MDR. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
The cutting sleeve broke in surgery.